Event description:
Per the clinic, the patient experienced a performance decrement with the device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (b)(6), 2026, and the patient was implanted with a new device during the same surgery.